Manufacturer narrative:
The device is available for return; however, it has not yet been received. Additional contact: (B)(6).

Event description:
A tego¿ connector reportedly "would not run" during a patient's dialysis treatment. As a side note, high pressures were also observed upon connection to the dialysis machine. The lines were then reversed with the same result; dialysis would not run. The tego valve was then removed, which decreased the pressures and dialysis was able to run. The lines were reconnected to the correct order with no increase in pressure. Valve placement date: on (B)(6) 2026. There was no report of any harm to the involved patient.

Manufacturer narrative:
Investigation summary one (1) used. List #d1000, tego¿ connector, appx 0.05 ml was returned for evaluation. As received, a slightly tear seal damage around the tego and damage in one of the tego's posts was noted, no additional damage or anomalies were noted, no mating device was returned for evaluation. The tego failed the high-pressure leak test and passed the low-pressure leak and vacuum. Complaint of valve malfunctioning can be confirmed. The probable cause of the damage observed in tego's post is typical due to overtighten. According dfu statement - attach administration device or syringe by pushing straight into tego access device for infusion. When removing, apply the same clockwise turning motion. Do not overtighten. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint